Event description:
Three weeks prior the procedure, the patient suffered a cerebral infarction with hemiparesis of the one side of the body. The inner carotid artery stenting procedure was successfully completed. The patient's condition was significantly improved; "spoke consciously, movement of body was improved". Post procedure the patient was given blood pressure medication and two hours later "130/80". Six hours post procedure the patient was in a coma. A computer tomogram (CT) scan revealed "hemorrhea of the cerebral infarction focus, mydriasis". In the physician's opinion "the vascular occlusion has been too long and could not undertook the pressure when the vessel was opened". The patient expired due to the intracranial hemorrhage.

Manufacturer narrative:
For no allegation of device malfunction or non conformance. Conclusion: for anticipated procedural complication. The device history record review confirmed that the unit met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. There was no difficulty encountered during the procedure. The physician reported that the event was not related to the device and that no device malfunction occurred. Hemorrhage and the patient outcome of death are known and anticipated complications of these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.